Manufacturer narrative:
As the reported defective device was not returned, angiodynamics is unable to perform a device evaluation. The customer's reported complaint description could not be confirmed as no sample was returned for evaluation. The guidewire accessory device is supplied to angiodynamics by the supplier heraeus medical components. Scar004262 was sent to the supplier, heraeus medical components for DHR review of supplier lots. As per heraeus medical, there was no observation made during records review that identify any contributing factors to the failure reported. All inspections results were recorded within specification limits. The product specifications were met with no non-conformities reported for manufacturing and inspection. A general training review was performed. It was verified that all personal was properly trained in all manufacturing process steps and in quality inspection as well. A definitive root cause for the event could not be established. A potential root cause for this type of guidewire failure mode is end user pulling the guidewire back against the needle. This is cautioned against in the dfu. A review of the device history records was performed for the reported packaging and component lots for any deviations related to the reported defect of the complaint. The review confirms that the lots met all material, assembly, and performance specifications. Direction for use {dfu} contains the following statements: warning: contents supplied sterile using an ethylene oxide (eo) process. Do not use if sterile barrier is damaged. If damage is found, call your navilyst medical representative. Inspect prior to use to verify that no damage has occurred in shipping. For single patient use only. Do not reuse, reprocess or resterilize. Reuse, reprocessing or resterilization may compromise the structural integrity of the device and/or lead to device failure which, in turn, may result in patient injury, illness or death. Operational instructions: 1. Prior to insertion, flush all components with saline or heparinized/saline. 2. Gain percutaneous access with the 21 g (0.9 mm) vascular introducer needle. 3. Advance the 0.018 inch (0.46 mm) guidewire through the needle. Caution: the guidewire should not be withdrawn through the introducer needle. If the guidewire must be withdrawn while still inside the needle, simultaneously remove both the needle and the wire as a unit to prevent the needle from damaging the guidewire. 4. Withdraw the introducer needle, leaving the 0.018 inch (0.46 mm) guidewire in place. 5. Advance the coaxial assembly over the 0.018 inch (0.46 mm) guidewire. 6. Simultaneously remove the dilator and 0.018 inch (0.46 mm) guidewire, while holding the sheath portion of the assembly in place. 7. Advance a 0.035 inch (0.89 mm) or 0.038 inch (0.97 mm) guidewire into the sheath. 8. Remove the sheath, leaving the 0.035 inch (0.89 mm) or 0.038 inch (0.97 mm) wire. A review of the angiodynamics complaint system noted no adverse trends for this complaint type and product family. This type of complaint will continue to be monitored for trends. Reference (B)(4).

Manufacturer narrative:
The device is not available to be returned to the manufacturer for evaluation. The results of the investigation will be sent via a follow up medwatch. Reference (B)(4).

Event description:
An end user reported an incident with a mini stick max kit. During a procedure, the wire broke off inside of the patient. Ir successfully snared the tip from the patient and the patient was kept overnight in the hospital. The patient did not experience any adverse effects or harm as a result of this incident. The reported device is not available to be returned to the manufacturer for evaluation.